Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that after inserting the guide wire for left ventricular (lv) lead placement, the lv lead had failed to be separated from the guide wire. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of ¿the steel wire could not be completely withdrawn from the electrode¿ was confirmed. As received, a complete lead was returned with a guidewire stuck inside the lead. X-ray inspection of the lead found the inner coil was bunched up at the connector region consistent with procedural damage. The guidewire could not be removed due to procedural damage to the inner coil at the connector region, as received. The cause of the reported event was due to damaged inner coil at the connector region.